Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for low blood glucose. The customer stated that the reason for her low glucose level was not determined. The customer stated that the amount of insulin in the reservoir matched to the status screen. The time on the insulin pump was correct. The customer declined to troubleshoot the device, and she requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
The insulin pump passed functional testing including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. The units left in reservoir matched units left on the status screen during our testing. The insulin pump was received cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, missing the end cap sticker and cracked case near the display window corners noted during our visual inspection. The insulin pump passed the delivery volume accuracy test.